Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that the short pin failure mode was due to a bending fatigue fracture.

Event description:
It was reported that patient underwent initial knee arthroplasty on (B)(6) 2015. Following the procedure, a foreign body was observed on the radiograph. The patient was immediately reopened to remove the foreign object which was found to be a pin that had fractured off of the tibial prep assembly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.